Manufacturer narrative:
The site did not want the system to be checked out at this time. A representative noted that this was due to the issue likely being caused by a disc issue. Manufacturing date was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the nurse was attempting to load a disc after selecting alternate module, the top left said receiving dicom and appeared to be loading but after 10 minutes a box displayed without a patient name. The nurse went back and forth through the software but the patient never displayed. The site tried another disc and tried with alternate module and it looked to be loading but after a few minutes never populated the patient. The patient was not in the room at the time of the event.

Manufacturer narrative:
A software analysis was initiated, but was inconclusive and could not be replicated. If information is provided in the future, a supplemental report will be issued.